Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and it was thought that the led was dislodged. To date, the rv lead remains in service. No adverse patient effects were reported.